Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that the patient came into the hospital as a non-st-segment elevation myocardial infarction and with chest pain. The doctor brought the patient to the cardiac catheterization lab. A 6fr sheath was placed in radial and the patient was found to have 99% lymphatic malformation (lm) / left anterior descending (lad) artery / circumflex artery (cx)/ right coronary artery (rca) / with a end diastolic pressure of 30 with a ejection fraction of 20%. Cardiothoracic surgery was consulted and dr. (B)(6) was going to take him to the operating room tomorrow for coronary artery bypass grafting. Intra-aortic balloon pump was going to be placed but the patient decomposed in the chronic lymphocytic leukemia. Decision by the doctor to place impella cp for support and then to fix all the vessels with stents. Return of spontaneous circulation was achieved very quickly by staff. The doctors all assisted with the insertion of impella and stents. Patients lm / lad / cx / rca was all stented while on support with a good result. Patient was intubated. Sheath was removed from the groin and the repo was placed. No bleeding was noted at the site. Plan is to rest the patients heart for a few days and hope for heart recovery. The following day the patient developed fixed and dilated pupils last night. A computed tomography scan showed right cerebral hemorrhage with intraventricular and subarachnoid extension. Anticoagulation is on hold due to brain bleed. Right, groin access site remains clean, dry and intact. It was further reported that the patient expired while on support.